Manufacturer narrative:
All information provided by manufacturer, and maude report (B)(4) was received.

Event description:
It was reported that noise and increase in impedance was observed on the lead. Suspected lead fracture. No further information is available.